Event description:
The user received questionable ion selective electrode (ise) sodium, chloride and calcium results for one patient sample. Of the data provided, only the sodium results were discrepant. The initial result was 152 mmol/l. The sample was repeated and the results were 143, 166, 145, and 145 mmol/l. The user stated they were not sure which result was correct. The results of 152 and 143 mmol/l were reported outside the laboratory. The patient was not adversely affected. The lot number and expiration date of the sodium electrode were not provided. The field service representative found the mix tower to be pitted and replaced the tower. To verify the analyzer operation he ran calibration, quality control and precision testing with acceptable results.